Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s). Customer stated I had covid and my husband had the flu. Not once did the test show positive during either illness.